Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of when the unit was turned on, the screen was blank. The unit was triaged and the reported issue was confirmed. The original lcd was removed and replaced with a test lcd. The device functioned properly with the test lcd. The issue was related to a small tear across the flex strip and the leads within the original lcd. The unit has been repaired, tested, and recertified per procedure. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 9/11/2017.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2017, service found that when the unit was turned on, the screen was blank